Event description:
The following was reported to hamilton medical ag: ventilator can`t produce the required oxygen concentration. The value of the qo2 sensor doesn`t change regardless of the oxygen flow and concentration. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).